Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, errhwrf was displayed on the receiver. No additional event or patient information is available. No product or data was not available for evaluation. Confirmation of the error icon is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and hwbbt was observed. An internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.